Event description:
This is filed to report the tissue damage. It was reported this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The posterior mitral leaflet was restricted, very thin, friable and tethered. Three grasp attempts were made, to ensure a sufficient grasp of the tissue due to very challenging anatomy. However, after the third attempt, tissue damage was observed, and the leaflets could not be grasped and would not remain captured. The clip was not implanted. Mr remains at 4. The procedure was aborted. No clips were implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All information was investigated, and the positioning failure associated with leaflet capture and grasping appears to be related to patient morphology/pathology (restricted, very thin, friable and tethered posterior leaflet). The unspecified tissue injury also appears to be related to the patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.